Manufacturer narrative:
The technician found the right head caster was worn. He adjusted the brake screw for the caster to repair the bed.

Event description:
Information received indicates the brake will not lock completely on the bed.